Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The reported image noise was found to be caused by a failure of the charge-coupled device (ccd) unit. Based on the results of the legal manufacturer's investigation, the root cause of the failed ccd unit was not able to be determined. In addition, during the evaluation of the device at the olympus repair center, a cut was observed in a cable and a bent coupler was identified. The defective ccd, coupler, and cable were replaced, and the device was restored to manufacturer specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video image on the hd autoclavable camera head, was displaying all vertical lines during the testing of the device, which had occurred prior to an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.